Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Patient was revised on (B)(6) 2019 for trauma with glenoid fracture 3 years after primary surgery resulting in recurrent dislocations. Surgeon explanted 36/+3 humeral cup, 36mm centered glenosphere, and 24mm baseplate.